Event description:
It was reported that during testing, the cassette sensor was found to be defective. There was no patient involvement and harm.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that complaint of ¿the cassette sensor was found to be defective¿ was confirmed through downstream occlusion test. The device alarmed cassette not attached properly during testing. Dso sensor need replacement. Upon further investigation, found battery compartment was damaged, lcd lens cracked, battery door missing, and dso seal was delaminated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.